Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malfunction code 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised by technical support to continue using the current pump as backup therapy. A replacement pump was sent by technical support, with instructions for the customer on how to return the malfunctioning pump using a pre-paid label and put it into storage mode before shipment. The customer understood and acknowledged the instructions provided.